Event description:
It was reported that during a stenting treatment procedure, a guide wire detachment occurred. Vascular access was obtained via a radial artery. The 2.5x25mm, 70% stenosed, eccentric, de novo target lesion was located in the left anterior descending (lad) artery. A 3.5 ebu guide catheter and the pt2 guide wire were positioned in the patient. Pre-dilation was not performed. Two non bsc stents, a 2.5x28mm and a 2.75x36mm, were deployed in the lad. Post dilation was not performed. No resistance was noted during use of the guide wire. Angiogram post deployment revealed 2-3cm of the guide wire had detached in the patient. The physician did not attempt removal of the wire fragment as it was noted to be in the distal lad and would be very difficult to remove. No additional patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the distal tip was detached. Bends were noted at 1 and 181cm from the proximal end. Dimensions which were taken met specification. (B)(4) lab analysis determined the failure occurred due to a fatigue event followed by a tension overload in an inclined angle moment relative to the longitudinal axis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a stenting treatment procedure, a guide wire detachment occurred. Vascular access was obtained via a radial artery. The 2.5x25mm, 70% stenosed, eccentric, de novo target lesion was located in the left anterior descending (lad) artery. A 3.5 ebu guide catheter and the pt2 guide wire were positioned in the patient. Pre-dilation was not performed. Two non bsc stents, a 2.5x28mm and a 2.75x36mm, were deployed in the lad. Post dilation was not performed. No resistance was noted during use of the guide wire. Angiogram post deployment revealed 2-3cm of the guide wire had detached in the patient. The physician did not attempt removal of the wire fragment as it was noted to be in the distal lad and would be very difficult to remove. No additional patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).